Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed isolation circuit card. Device displayed calibration error 17 and error 30 (patient temperature 2 calibration error). Old software present and isolation circuit card was found to have failed. Isolation circuit card was replaced, software updates were made. The device underwent pm servicing while in for repair. Replaced heater, mixing pump, circulation pump, and drain valves. The device underwent and passed testing after all repairs. New calibration, mtk and est (stk) were performed. The device passed the procedure and can be placed back into normal use. (New software: 1.07, 1.03 and 3.0.2.682). The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device had error 17 patient temperature 1 calibration error. As per follow up information received on 1ooct2023. Device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx so you can see what was done to solve the problem. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device had error 17 patient temperature 1 calibration error.